Event description:
It was reported "at 19:30 on (B)(6) 2022, when the nurse gave intravenous infusion, it was found that there was exudation at the infusion site of the patient. After checking that the PICC catheter and the extension tube end came out, the new extension tube was replaced and reconnected."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0447 showed no other similar product complaint(s) from this lot number.